Manufacturer narrative:
Event date corrected. Device used for off label indication. The indication the device was used for was dbs "pain". If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient saw a 574 error code on their device; this indicated the ins needed to be programmed. The rep stated they were looking for reps near where the patient was implanted to assist in programming. Furthermore, they indicated they wanted the patient to follow-up with the surgeon who did the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-nov-06. The rep stated that they did not program the dbs lead. The patient was referred to their neurologist. The cause of the high impedances was not determined. The information was confirmed with the physician. No further complications were reported/are anticipated. Information was also received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) on (B)(6) 2017. It was reported that the rep was unable to program the implant. The rep left without programming the system. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the hcp told them the patient was implanted with a dbs lead, despite customer service indicating this was an scs lead. The rep told the patient that they would not program the device, despite them saying the reps had done so in the past. The patient confirmed they had a neurologist, however further indicated they were not willing to drive to nashville for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s friend/family member reporting that the patient¿s ins was not programmed at the hospital, like it had been every time in the past when it was replaced. It was reported that the patient¿s arm was on fire, because it was not programmed. It was reported that they had made three special trips to find out that the ¿little secretary did not know how to program it¿. Patient services was unable to clarify if the ¿little secretary¿ was a manufacturing representative (rep) or a staff member of the healthcare provider¿s (hcp) office. It was reported that they called the patient¿s prior hcp, who no longer does that work, and they told them that the manufacturer should have programmed it at the hospital. It was reported that the patient got their spinal cord stimulator because of the radial nerve in their right arm was destroyed and their arm burns like it is on fire. It was reported that this device takes away 75 percent of that. It was reported that after the patient was implanted they were given two hcp names, but they did not want to work with them. It was reported that the patient¿s rep called them on monday and said they sent their x-rays to them twice. It was indicated that the patient did not have a pain hcp or managing hcp anymore. It was reported that the event occurred on (B)(6) 2017. Additional information was received again from the patient¿s family/friend repeating the same information as they previously reported. They were upset that the implant hcp let the patient go without programming and the wrong manufacturing representative (rep) was there. They stated that it was three hours away to the hcp and it was reviewed for the patient to discuss with their implant hcp to see if they would be willing to invite a rep in for programming. Additional information was received later the same day from a rep reporting that they learned of the patient¿s issue on (B)(6) 2017. The rep stated that the only hcp with experience programming this type of lead placement was the patient¿s doctor in nashville and that they did not know of anyone who was closer. Patient services contacted patient¿s family member/friend to review the potential hcp that could do programming for the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient on 2018-sep-24. The caller indicated that after the patient had their current ins implanted, the device was not turned on for months. With their previous devices the patient would leave the implant surgery with the device functioning. However, after their most recent ins was implanted, it took 3 months/several months. No further complications were reported/are anticipated.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an implantable neurostimulator replacement on the day of the report. After replacing the implantable neurostimulator, impedances were checked and electrodes 1 and 2 were out of range. The health care provider wiped down all connections, and the issue was not resolved at the time of the report. There were no patient symptoms or complications reported.